Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the knife blade did not retract and the blade came out from the jaws. This was seen while cleaning the jaws in between procedures. There is no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device knife blade was exposed while the jaw was opened. The reported condition was confirmed. The investigation found the device was returned with the knife blade exposed while the jaw was open. The knife blade could not retract back to its home position. The device was disassembled and the spindle pin, knife trigger, and latch assembly was found to have been properly installed. The log taken from the device's radio frequency identification(rfid) chip showed the device was used 12 times. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) warning states, this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. If information is provided in the future, a supplemental report will be issued.